Event description:
On (B)(6) 2011, customer reported that the lx20 pro instrument generated 1 high sodium (na) and 1 high carbon dioxide (co2) result, and it was unknown if it was the same sample. Customer stated that the electrolyte reference reagent wasn't being drawn out of the reagent jug, and that the ion selective electrode (ise) module calibration failed for all analytes. Customer technical support (cts) advised customer to wear personal protective equipment and then check the reagent straws and lines above the reagent jugs. Cts assisted customer with raising the ise module and found that line #11 was disconnected. Customer connected the line and primed the instrument before recalibrating. This solved the issue. No injuries were reported and no erroneous results were reported out of the laboratory.